Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a bsc device was implanted into the patient during a procedure performed on (B)(6) 2013. Reportedly, since the implant surgery, the patient had recurring urinary tract infection, dysuria and dyspareunia. There was a plan for surgical intervention because it sometimes prevented the patient from going to work.